Event description:
Patient diagnosed with 20 degrees valgus deformity with osteoarthritis in knee, underwent 16 degrees closing wedge medial osteotomy left distal femur. Follow-up x-ray showed plate had broken. During revision procedure broken plate was removed and the surgeon found 2 screws broken.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.